Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged mobile power unit (mpu) patient cable and housing was confirmed when the unit was evaluated by depot services. The rubber boot (overmold) on the mpu patient cable connector block was separating from the connector block around the connectors. The bottom housing was cracked in two places; there no missing pieces or exposed internal components due to the cracks. The patient cable connectors are molded into a hard form block; the block is then overmolded with rubber. The issue with the overmolding was cosmetic and not functional. The damaged sub-assemblies were replaced; the repaired mpu was tested and returned to the rental/loaner pool. The root causes of the overmold separation and housing damage were not determined in this analysis. The mpu assembly was made sep 2015. The mpu unit was packaged and placed into stock on sep 23, 2015. The mpu was placed into the rental/loaner pool on nov 11, 2015. The rental/loaner unit was last returned from use on jan 25, 2018. The mpu was sent to a customer on mar 19, 2018. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Replacing the mpu batteries is described in the heartmate 3 lvas patient handbook. Mpu battery inspection and maintenance are described in the monthly safety checklist and six month safety checklists. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose at the rubber end around the black and white connector, and the bottom housing was damaged. The battery ribbon was also worn.